Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with fiber in the area that the interface touched in right eye. Flap was lifted and rinse. It was stated that the patient no loss of best corrected visual acuity (bcva). The patient complained of halos. Patient reported symptoms are not interfering with daily activities. During follow up with the account they reported that the patient's halos have disappeared after the flap was lifted and the fiber was removed. Bcva from (B)(6) 2016: right eye pre-op 20/20 -.50 x -.50 x 85, left eye pre-op 20/20 -1.00 x -.50 x 80.